Event description:
It was reported that during a routine follow up, the device was found in a reset mode. The battery voltage of the device is near or at eri. The physician suspects device malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to parity errors. A longevity calculation was performed. The device longevity was normal due to the high number of charges. The device's functionality was tested on the automated electrical test system. No anomalies were detected and the device met all specifications. The longevity is normal and the cause of the parity errors was not determined.